Event description:
On 02/16/1999 following a diagnostic procedure an angio-seal device was placed in a pt's right groin. The deployment was reported to be without incident. The pt had been on bedrest for one hour, she attempted to get out of bed when immediate bleeding was noted. Manual pressure was held for 5 minutes with hemostasis achieved. As this event was later in the day, the pt was kept in the hosp for overnight observation and the pt was discharged in stable condition the next day. As of 05/07/1999, there has been no further report to the MFR of complication or additional pt sequelae.